Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a black screen after booting up. Further information was provided that the device is unable to start up; upon pressing the power button and after booting, the device remains in the initial interface. There was no reported patient involvement.